Event description:
Baxter affiliate reports one incident of a patient experiencing chills and "precordial pain" one hour into treatment on a psn 210 dialyzer. It was reported that the patient's symptoms lasted for 10 minutes. Treatment was stopped and blood was returned to the patient with no reported blood loss. It was reported that the patient was administered dexamethasone and propoxyphene (routes and doses unknown). It was reported that the dialyzer was rinsed and treatment was continued on the same dialzyer without incident. Incident occurred on reuse number two of the unit.